Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had experienced high blood glucose levels. Customer's blood glucose level was 400 mg/dl at the time of incident. Customer stated their blood glucose level was going up and down. Customer alleged that the insulin pump was under delivering insulin because customer had already delivered bolus but their blood glucose did not seem to go down. Customer treated high blood glucose level with insulin pump. Customer was assisted with troubleshooting. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at the time of incident. Insulin pump will not be returned for analysis.